Event description:
A 2.25 x 28mm cypher select plus stent was chosen for the procedure. There was no pressure, during the prep of the product, with a 20cc syringe draw back. The hub was noticed to be cracked when attempting to withdraw air during prep. The product was not clinically used in the patient.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Information received from an affiliate indicated that a hub crack was detected when the device was being prepped. A 2.25mm x 28mm cypher select plus stent was chosen for the procedure. A 20cc syringe was attached to the device and a hub crack was noted when they attempted to withdraw air during prep. The product was not used in the patient and was sent back for analysis. No other information has been provided. One non sterile cypher select 2.25 x 28mm was received coiled inside of the plastic bag. No damages were observed on the stent delivery system. The stent is present and correctly mounted between the marker bands. Microscopic analysis revealed a vertical hub crack starting at the thread and passing through the injection point. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of hub crack was confirmed through failure analysis. This type of failure has been associated with the manufacturing process and a CAPA has been opened to address this type of issue with the cypher select plus product line.